Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed for the reported single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with an mr grade of 4. Two clips (80418u139, 80719u176) were implanted reducing mr to 2. On (B)(6) 2018, echocardiogram was performed, which found that one clip (80719u176) detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 2+. No further treatment was planned. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated, the reported single leaflet device attachment (slda) was due challenging patient morphology/pathology (anterior prolapse and thickened leaflets). The reported unchanged mitral regurgitation (mr) was due to the slda. It should be noted that the reported patient effect of unchanged mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.